Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the adverse event of peritonitis, characterized by severe abdominal pain. It is well established that pd patients are at high risk for infections of the peritoneum. The root cause of this patient¿s adverse event can be attributed to a break in aseptic technique through touch contamination as reported by a medical professional. Nonadherence to aseptic technique through touch contamination is the leading source of transmission of peritonitis causing pathogens. Therefore, the liberty cycler set can be excluded as a root cause or contributor to this patient¿s adverse event. Based on the available information, there was no allegation or objective evidence of any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event. Should additional information become available related to any fresenius device(s) and/or product(s), please re-submit for a clinical review and the need for a clinical investigation will be reassessed accordingly. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported to fresenius technical services this 49-year-old female peritoneal dialysis (pd) patient was being treated for an infection. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient presented to the outpatient clinic on (B)(6) 2023 with severe abdominal pain. Peritoneal effluent fluid cultures and a white blood cell (wbc) count were taken in the outpatient clinic on (B)(6) 2023; however, culture results were pending at the time of the follow up. Wbc counts in effluent presented with 19,070/mm3 as reported on 30/aug/2023. The patient was diagnosed with peritonitis due to a break in aseptic technique by touch contamination during ccpd therapy on the liberty select cycler at home. It was explained the patient uses the phone during pd treatments which possibly contaminated her site. There was no indication the patient was hospitalized for this event and prescribed a one-time dose of vancomycin at 1000 mg and ceftazidime at 1000 mg daily for three days (route of medication assumed to be intraperitoneal). It is presumed the patient is recovering from this event at home. There was no indication in the intake or follow up the patient¿s peritonitis was due to a deficiency or malfunction of any fresenius product(s) or device(s). There was no report of the patient discontinuing pd or the use of her liberty select cycler following this event.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported to fresenius technical services this 49-year-old female peritoneal dialysis (pd) patient was being treated for an infection. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient presented to the outpatient clinic on 28/aug/2023 with severe abdominal pain. Peritoneal effluent fluid cultures and a white blood cell (wbc) count were taken in the outpatient clinic on (B)(6) 2023; however, culture results were pending at the time of the follow up. Wbc counts in effluent presented with 19,070/mm3 as reported on (B)(6) 2023. The patient was diagnosed with peritonitis due to a break in aseptic technique by touch contamination during ccpd therapy on the liberty select cycler at home. It was explained the patient uses the phone during pd treatments which possibly contaminated her site. There was no indication the patient was hospitalized for this event and prescribed a one-time dose of vancomycin at 1000 mg and ceftazidime at 1000 mg daily for three days (route of medication assumed to be intraperitoneal). It is presumed the patient is recovering from this event at home. There was no indication in the intake or follow up the patient¿s peritonitis was due to a deficiency or malfunction of any fresenius product(s) or device(s). There was no report of the patient discontinuing pd or the use of her liberty select cycler following this event.